Event description:
The customer reported that, once the pt was connected to the machine, had numerous dialysate scales alarms. Facility's nurse stated that dialysate solution was not being pulled into the circuit. She checked the luer lock on the bag, and made sure the blue frangible pin was broken. She then changed the bag, and still experienced numerous dialysate weight alarms. She pressed continue multiple times trying to get the machine to run to provide pt the described treatment. She could not resolve the alarms and disconnected the pt immediately. The "patient fluid removal" was set at zero, but after 20 minutes of treatment the machine removed 188 ml.